Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the adhesive malfunctions could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the adhesive around the objective lens was worn and adhesive around the light guide lens was also worn. There was no patient involvement.